Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: attempts to request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced due to tricuspid central regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The band appeared to be distorted but intact. The band was discolored showing evidence of blood contact. Green and white multifilament sutures remained attached to the band. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This investigation remains ongoing. Should the investigation reveal any additional information, a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.